Event description:
It was reported that during a photoselective vaporization of the prostate procedure for prostatic hypertrophy, the fiber got damaged and the tip broke. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure for prostatic hypertrophy, the fiber got damaged and the tip broke. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber tip identified a circumferential fracture, and glue failure were detected. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber or visible damages. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. There was no fiber tip damages identified that could have caused or contributed to the reported. The reported fiber tip break complaint was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.